Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV , "free liquid", "sparse fibroglandular tissue, showing slight enhancement of the parenchymal background", "presence of multiple elastomer folds", and "thickening and enhancement of the fibrous capsules." The device has been explanted.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV , "free liquid", "sparse fibroglandular tissue, showing slight enhancement of the parenchymal background", "presence of multiple elastomer folds", and "thickening and enhancement of the fibrous capsules." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV , "free liquid", "sparse fibroglandular tissue, showing slight enhancement of the parenchymal background", "presence of multiple elastomer folds", and "thickening and enhancement of the fibrous capsules." The device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.